Event description:
It was reported that a patient underwent high ligation and stripping of right great saphenous vein+high ligation and stripping of small saphenous vein+foam sclerotherapy on (B)(6) 2023 and suture was used. The doctor prepared to use suture to sew the patient. The doctor just held the needle and found that the problem of pulling off suture needle happened and could not be used normally. Changed to another one to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - was there any adverse consequence associated with the patient? - when was the needle detached/pulled off from the suture (during removal from package, during handling prior to use on patient or during use on the patient)? Please specify to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.